Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a loose drive support cap and compromised force sensor system from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the drive support cap is loose and sticks out from the side of the insulin pump. The customer stated that the pump alarmed compromised force sensor system. The customer stated that the compromised force sensor system alarm was in the alarm history. The customer will be sent a replacement pump.